Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test (system volume too low) during the pre-use check. The nozzle unit in the o2 gas module was found to be broken. After replacement of the broken nozzle unit, the device was in functional condition according to specifications and was returned to the customer in working order. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.# (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).